Manufacturer narrative:
(B)(6). Date of event is estimated. Additional components potentially involved in the event include: common device name: scs lead, model: 3186, UDI: (B)(4), serial: (B)(6), lot: t00006376.

Event description:
It was reported that during an explant on (B)(6) 2025, a stitch abscess was reported at the lead site. Patient was treated with intravenous antibiotics. Reportedly, the abscess has resolved. The investigation was unable to determine the lead that was associated with the issue.

Manufacturer narrative:
A stitch abscess at the lead site was reported to abbott. The patient was treated with intravenous antibiotics. The abscess has since resolved. As a result, a device history record was performed to review and confirm the sterility of devices. Based on the documents reviewed, the source of the infection remains unknown.